Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) is due to the procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance. The reported pe is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report after the procedure, a pericardial effusion was noted requiring pericardiocentesis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and one clip was placed successfully. After the procedure, a pericardial effusion (pe) was noted. Pericardiocentesis was performed successfully, and the patient was stabilized. The patient left the lab without any hemodynamic changes. The patient was stable post-procedure. No additional information was provided.